Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the gui cpu pcb and the backlight inverter pcb. The device passed extended self-test (est), short self-test (sst) and the performance verification test (pvt).

Event description:
Covidien received information that an 840 ventilator had logged background check - graphical user interface (gui) error code in the system diagnostic log (zb0059) that suggested the gui central processing unit (cpu) printed circuit board (pcb) was not communicating with the breath delivery (bd) cpu. The device was not being used on a patient when event occurred. The covidien customer support engineer (cse) verified the malfunction.